Event description:
The pump explanted and returned for disposal. The event was noted as "pump near end of life". No pt injury was stated. The drug infused was morphine.

Manufacturer narrative:
(B)(4). Analysis of the device revealed s2 battery resistance high. An internal battery resistance of 2.142kohms was noted.